Event description:
Additional information was received noting that during the revision procedure, it was found that the insulation was completely severed with an abraded opening exposing the lead wire no other relevant information has been received to date.

Manufacturer narrative:
This report was due on november 29, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
Implant card was received indicating the patient had lead revision surgery which resolved the low impedance event. The explanted device has not been received to date.

Event description:
The physician has responded that since the lead revision surgery patient is not experiencing any symptoms associated with loss of vns therapy. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with low impedance. Further information was received indicating patient was hospitalized for increased seizures and cannot feel magnet mode therapy. Magnet mode swipes were not recorded on the tablet. The device was disabled. A programming history review was done revealing that a reed switch malfunction was present on the patient's generator. The patient's physician has assessed the increased seizures to be due to the lead malfunction, seizure levels rose above pre-vns baseline, intervention was taken by providing medication, and patient has been referred for neurosurgery consult. The generator malfunction event is reported in MFR. Report # 1644487-2023-01092. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.